Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fill tubing sequence was taking more insulin than previous fill tubing sequences. The customer continued using the same supply. Customer's blood glucose level was 278 mg/dl.